Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient said the ins is taking more and more time to charge. Patient said they used to charge once a month and now they are charging once a week and it takes a good hour. Patient increased stim from 1.2 to 1.9. Patient can feel when the implant is low because they start going to the bathroom and urinating their pants. Patient said the ins will turn off for no reason. Patient mentioned they have a brain injury. When asked if they have had any falls, trauma or change in activity the patient said they have fallen but not on the device. The patient was redirected to their healthcare provider to further address the issue. A request was sent to the repair department. Patient said the handset is also not working that great. Patient said the handset doesn't hold a charge. Patient also said the handset will say it is 100% charged but won't power on. A request was sent to repair. Agent received call from patient in regard to receiving the replacement wr. Caller stated that they haven't received the handset yet. Patient will call ps back when they have handset to pair wr. Additional information was received from the patient. Agent received call from patient in regard to receiving the replacement wr. Caller stated that they haven't received the handset y et. Patient will call ps back when they have handset to pair wr. The patient called back to report that they still have not received a replacement handset. Agent could not find tracking information for the handset. Agent awaiting response from repair to determine how to proceed. Agent heard back from repair that the handset was never shipped. Repair stated that the handset will be getting shipped today, but no tracking number available yet. Agent called patient back and left voice message with update. Additional information was received on healthcare provider (hcp) stated the cause of the ins will turn off for no reason was unknown. The most likely ca use was unclear, but possibly older model. The steps taken to resolve the issue is replacement of the ins. The issue was not yet resolved.